Event description:
It was reported that the user experienced nighttime hypoglycemia after a change to a lower glucose target, with lows associated with unannounced bedtime snacks or juice that led to elevated pre-bed glucose and subsequent automated correction during sleep. Symptoms included shakiness, with a documented low of 40 mg/dl and device alerts for low glucose. Outcomes included successful self-treatment with oral carbohydrates and peanut butter crackers without outside assistance or medical intervention. Investigation included review of reported glucose patterns, user practices, and education on proper meal and snack announcement and hypoglycemia treatment. Investigation of this case revealed that unannounced carbohydrate intake before bedtime triggered corrective insulin delivery that contributed to overnight hypoglycemia, and that the user tended to overtreat lows, resulting in fluctuating glucose levels. It was concluded, based on previously established findings for similar reports, that user-related factors, including unannounced intake and overtreatment of hypoglycemia, were the probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.